Manufacturer narrative:
The valve was discarded. No product returned engineering evaluation was performed as the valve was not available for return. No visual, functional or dimensional testing was performed as the device was not available for return. 3mensio was provided by the site and reviewed. Presence of calcification and tortuosity near access site on right vessel can be seen. Review of complaint activities/attachments revealed no other additional information relevant to the complaint event. A 3mensio was provided. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed complaints relating to the related complaint codes. The review was performed by taking the valve serial numbers from the related work order and verifying that there has been no other complaint associated with each serial number. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Commander delivery system with s3u IFU, device preparation training manual, and procedural training manual were reviewed. It is noted that push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. No IFU/training deficiencies were identified. The complaint was unable to be confirmed as relevant imagery or the device was not returned for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history did not indicate the presence of a manufacturing non-conformance that could have contributed to the complaint event. Additionally, a review of manufacturing mitigation's supports that proper inspections in place to detect issues related to the complaint event. A review of the IFU and training manual revealed no deficiencies. As reported, 'after inserting the valve into the 14f sheath, extreme resistance was met in the iliac, however with additional force the valve was made to exit the sheath. Once in the distal aorta, fluoroscopy of the valve revealed a bent strut on the leading edge of the valve.' Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' 3mensio report revealed that tortuosity and calcification were present in patient's access vessel. The presence of tortuosity and calcification in access vessel can create a challenging pathway as it can create sub-optimal angles for delivery system (crimped valve) insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance for delivery system/thv advancement. If excessive manipulation was applied to overcome resistance during the delivery system advancement, valve struts can get caught on to the sheath and result in damage to valve frame. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. As the complaint was unable to be confirmed, a complaint history review is not required. Additionally, the issue has been previously identified in a pra, which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a pra has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. The pra documents the difficulty navigating delivery system through anatomy resulting in percutaneous intervention, which did occur during this event. Trending analysis indicates the monthly complaint occurrence rate did not exceed the may 2021 control limit for the related trend category for sapien 3 ultra valve (s3u). As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues per a pra, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text: the device was not available for return.

Manufacturer narrative:
The device is expected to be returned. Investigation is ongoing.

Event description:
As found reported by field clinical specialist, 14f sheath was inserted to the right femoral artery with some difficulty as the sheath traversed the iliac artery. Sheath insertion was ultimately successful with the application of additional force. The 26mm sapien 3 ultra (s3u) valve was prepped and crimped in the usual way. After inserting the valve into the 14f sheath, extreme resistance was met in the iliac, however with additional force the valve was made to exit the sheath. Once in the distal aorta, fluoroscopy of the valve revealed a bent strut on the leading edge of the valve. In efforts to remove valve system and 14f sheath, the valve was stripped from the delivery system. After extensive snaring efforts and consult with vascular surgery, the s3u was deployed in the right common iliac artery and covered with an icast stent. There was no significant blood loss or vascular injury, and the patient remained hemodynamically stable throughout. A 16f sheath was inserted to the rfa, and a second 26mm sapien 3 ultra was inserted successfully and deployed nominally with excellent result.